Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a connection issue which subsequently caused peritonitis. On an unreported date, the pt underwent pd catheter insertion by smap [stepwise initiation of peritoneal dialysis using moncrief and popovich technique]. Ten days prior to the receipt of this report, the pt was hospitalized to have his embedded subcutaneous pd catheter exteriorized (as the second step of smap method). One day later, the pt¿s pd catheter was exteriorized. It was reported that when the customer tried to connect the transfer set to the pt¿s titanium adapter (non-baxter product), the connection was not good. On an unreported date, dianeal solution was connected to the patient using clean flash (uv flash) however, infusing and draining was not good (not further specified). The pt¿s uv (ultra-violet) flash transfer set was changed ¿a few times¿ (unspecified number). After changing the pt¿s adapter to a baxter adapter, the connection was good. Two days after undergoing the catheter exteriorization procedure, the pt was diagnosed with peritonitis. On an unreported date, the pt was treated with unspecified antibiotics for the event. On an unreported date, the patient was recovered from the event. It was reported that the catheter replacement, the exchange of the pt¿s titanium adapter and pt¿s transfer set may have caused the peritonitis, however, this was not confirmed. Pd therapy was ongoing. No further detail was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient¿s age reported as in 60¿s. The device has been received, however, the evaluation of the device is not complete. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual inspection and functional testing were performed including leak testing, clamp function test, and clear passage testing. No issues were noted. Integrity of seal surface test was performed with no leak noted. The internal dilatometer of the connector was measured and found to be within specifications. Sample analysis determined that the product met specifications and analysis was unable to verify the event. The lot number of the device was unknown; therefore, a batch review could not be completed. Upon conclusion of the investigation, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.